Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06542. It was reported that high capture threshold was noted on the rv lead while the ra lead exhibited intermittent sensing and capturing. Ra lead dislodgement was confirmed via x-ray. Both leads were explanted and replaced. Patient was stable.

Event description:
New information received notes that the leads were thrown away.